Manufacturer narrative:
Concomitant medical products: product ID:37603, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 3389s-40, lot# v952317, implanted: (B)(6) 2012, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3389s-40, lot# v911920, implanted: (B)(6) 2012, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).

Event description:
It was reported that the patient had a headache due to falling out of the bed on the morning of (B)(6) 2015. The patient indicated he had hit one of the probes when he fell. A computerized tomography (CT) scan was going to be done due to the headaches. There was suspected a device or therapy problem. Steps taken to resolve the headache or other issue related to the fall included taking extra strength tylenol for eight hours. The headache or issue related to the fall was resolved. Poor balance had led to the fall.

Event description:
Additional information was received from a healthcare professional reported that the patient had been in for observation for a few days, (B)(6) 2015. No computerized tomography (CT) was done and headaches lasted for a few days and had resolved by the time he had been admitted for observation.